Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Noise was noted on the right ventricular (rv) lead. Additional information has been requested but has not yet been received.

Event description:
During follow-up, oversensing due to noise was noted on the right ventricular (rv) lead. The lead was capped and replaced to resolve the event and the patient was in stable condition.